Event description:
Revision surgery - the patient was experiencing pain due to an infection . No components were responsible for the revision surgery. The surgeon exchanged the poly to help prevent further infection.